Event description:
It was reported that there was far-field oversensing on the right atrial (ra) lead channel of this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) analyzed device episode data and confirmed the oversensing. This resulted in stored atrial tachy response (atr) episodes. Ts provided reprogramming recommendations as troubleshooting. No adverse patient effects were reported. Currently, this crt-p system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was far-field oversensing on the right atrial (ra) lead channel of this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) analyzed device episode data and confirmed the oversensing. This resulted in stored atrial tachy response (atr) episodes. Ts provided reprogramming recommendations as troubleshooting. No adverse patient effects were reported. Currently, this crt-p system remains in service. According to additional information, this device was electively explanted for a therapy upgrade. A new cardiac resynchronization therapy defibrillator (crt-d) was successfully placed. No additional adverse patient effects were reported outside of replacement procedure. This product was received for full investigation.